Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on stored episodes. The patient was indicated to have been having a surgical procedure at the time. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.